Event description:
Emergency medical services was unloading a patient that was secured to a ferno cot from the back of ambulance at hospital when an equipment failure caused the cot to not latch properly and drop downwards while the patient was on it. The patient was fully secured to the stretcher with all appropriate seatbelts and remained upright and properly restrained on the stretcher during the entire event. The patient was evaluated afterwards with no visibly or palpably discernible injuries. Supervisors follow up: a catch bar must drop into place to prevent this kind of incident. The catch bar prevents the cot from advancing past an unsafe point before the first set of wheels are lowered. In this case, the mechanism that allows the bar to fall into place malfunctioned. This removed a safety feature. This dynamic is also meant to be an indicator for team members when they should lower the front set of wheels. When they remove the cot, they are waiting for this indicator (resistance of the catch bar against the safety hook. If they don't feel this indicator of resistance, they will continue to pull the cot out of the vehicle, resulting in this kind of incident. The device includes a laser on the left and right sides the indicates where the operator should stop the stretcher and deploy the front wheels. They should not cross the threshold from the floor of the ambulance to the exterior and ideally should be held at two (roughly) from the threshold of the ambulance box. There is conflicting information from a variety of polled providers whether the laser is activated automatically or if the cot must be turned on prior to extraction. If this team did not turn the cot on and the laser was not activated, there were then two safety systems inactive at the time of the incident. If the laser was activated and the team disregarded it, then the team was relying on the final safety mechanism to prevent incident. The event was reported to ferno and arrangements are being made for repairs.